Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: for the complaint associated with lot # 4044015: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. For the complaint associated with lot # 4107018: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
1 syringe affected from lot #'s 4044015 and 4107018. See section c for additional information.

Event description:
When did it occur? : during use needle injury: no other treatment: no were the returned items used? Completed (used) (2 units) if used, was anything adhered to it? : no returned quantity: 0 details of the event (timeline, history, etc.): xxxxxxxx prefecture), a report from the pet owner was received regarding a defective product. Details of the defective product have not been confirmed yet. The corresponding product is held by the receiver. Lot number: 4044015 (received on 11/28), 4107018 (received on 12/5) probably the lot numbers for both products are the most recent delivery dates.